Event description:
Nurse anesthetist felt a burning sensation on pt's forehead. Notified doctor. Grounding pad checked by circulator-good contact. Pad removed. New grounding pad applied above first site. First pad site purplish-pink at lateral adhesive edge. Doctor notified and site checked by same.